Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified vessel. A 2.50mmx12mm emerge balloon catheter was advanced to the lesion. Inflation was performed however upon removal of the device from the patient, the balloon was found to be ruptured and appeared loose on the catheter but was not completely detached. The device was completely removed from the patient's body. No patient complications were reported.